Event description:
It was reported that the patient was experiencing pain and discomfort at the device site and inflammation in the left shoulder after a "wrong move." It was also reported that the patient believed that the device had migrated to the clavicle. The device was repositioned and remains in use. The patient is a participant in the advisa MRI study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4) implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.